Event description:
It was reported that the patient developed air in the right coronary during insertion or removal of the sheath. The air embolism was noticed by inferior st elevation. The air embolism resolved within 10 minutes and the cryoablation procedure was completed. The physician stated that he feels there is a problem with the valve on the sheath. The product was discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Date file analysis did not show any system notices for the date of event. Files also showed at least 23 injections were performed with catheter 2af284 / 78058-73. This was a clinical issue encountered during the procedure. No product has been returned for analysis. Final resolution: unable to analyze, product was not returned. An adverse event occurred during procedure.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.